Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. No CAPA needed.

Event description:
It was reported that there was an infection on 34 occasions while using unspecified bd¿ insyte autoguard catheter. The following information was provided by the initial reporter: it was reported via post market survey that the clinician encountered bloodstream infection (e.g. Blood stream bacteraemia, sepsis) (34), infiltration / extravasation (31), and catheter occlusion (30).